Manufacturer narrative:
The reported event for failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. X-ray examination found the stylet to be obstructed. After analysis, the stylet was obstructed by blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for failure to advance the stylet was due to blood in the inner coil.

Event description:
During the procedure, the stylet failed to advance inside the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was stable.